Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 3 april 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received stating the patient had the tube placed on (B)(6) 2017. The patient had an abdominal x-ray on (B)(6) 2017 (5 days later). The x-ray revealed fluid in the patient's abdomen and the patient was then taken back to the operating room (or). The bumper of the tube was completely was no longer positioned in the stomach. The surgeon repaired the stomach. When asked what procedure the surgeon performed it was noted to be a gastrostomy with placement of a gastrostomy tube. The surgeon "basically sutured the hole and placed another tube down lower to allow the stomach to heal." When asked the patient's current status it was noted, "the patient is very sick in ICU." It could not be confirmed if the patient was in the ICU before this procedure and clinician stated she believes so because the patient has been in and out of the ICU lately had a lot of comorbidities. However, the clinician could not be certain. The patient also had a tracheostomy tube placed on the same day of the (B)(6) 2017 procedure.